Manufacturer narrative:
Investigation summary: the retrieval bag of the event unit was returned for evaluation with the bead and cord loop cut from the unit. Upon inspection of the bag, engineering confirmed a tear near the bottom seal of the distal end. The bag showed signs of tension, clearly visible in the stretching near the burst site. Previous tests have shown stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. The instructions for use state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." And, "do not cut bag cord prior to removal from port site." When the incision is enlarged, the specimen can be removed without incident. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "the bag broke. Doctor says he knowns bags break but this tore at a place where wouldn't normally tore." Pt status: stable and discharged.